Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported failure of the touch screen; the touch screen does not respond to touch. The customer reported there was patient involvement and no patient harm.